Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp has randomly broken in half during the trialing, no debris fell nor was left in patient however. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned for evaluation. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces were returned. Complaint confirmed. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional bottom. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Visual inspection not performed, device not returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.